Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the subject device was removed from the patient after an implant duration of 15 years and four months and replaced with a 25mm valve. Reason for the redo-avr procedure and status of the patient is unknown at this time.

Manufacturer narrative:
X-ray demonstrated heavy calcification on leaflets 2 and 3, minimal calcification on leaflet 1, and wireform intact. Calcification restricted the mobility of leaflet 3, and likely led to the reported stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflet 2 had a cut of approximately 7mmx4mm. The cut had a smooth and even edge; cut fragment was not returned. Leaflet damage and serrated markings were observed on leaflet 2 near commissure 3. The wireform was exposed on commissures 2 and 3. Hematoma was observed on leaflets 2 and 3 at the outflow aspect. Customer report of calcification, pannus, and stenosis was confirmed. Report of regurgitation could not be confirmed due to condition of valve as received. Calcification restricted the mobility of leaflet 3 and likely led to the reported stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the explant was due to moderate stenosis, calcification, pannus, and regurgitation. The patient also underwent a mitral valve replacement due to severe mitral regurgitation with a non-edwards 29mm valve. The tee showed normal functioning aortic and mitral valves post-operatively. The patient tolerated the procedure very well and was transferred to the cicu in stable hemodynamic condition. He recovered and was discharged home in stable condition on pod #6.